Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the product is not available for analysis. Device history record (DHR): the DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pump issues, as it was able to continue pumping after the maximum inflation was reached. Upon clinical evaluation, pump troubleshotting was performed and it was noted that once the cylinders were completely inflated, if the penis was squeezed, the pump distended; therefore, a pump anomaly was confirmed. A surgical procedure was carried out, wherein the existing pump was removed and replaced with a new one. No additional patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced pump issues, as it was able to continue pumping after the maximum inflation was reached. Upon clinical evaluation, pump troubleshooting was performed and it was noted that once the cylinders were completely inflated, if the penis was squeezed, the pump distended; therefore, a pump anomaly was confirmed. A surgical procedure was carried out, wherein the existing pump was removed and replaced with a new one. No additional patient complications were reported.